Manufacturer narrative:
(B) (4): evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was no contrast visible. The stent was loose on the balloon. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was a kink in the hypotube 51 cm distal to the strain relief tubing. There was no other damage noted to the sds. The protective sheath was not returned a snap gauge was used to measure the outer diameters of the stent implant. The proximal and middle outer diameter measurements were oversized. These did not meet manufacturing criteria. The distal outer diameter measurements met manufacturing criteria. Product performance engineering reviewed the incident information and results of the returned product analysis. Presence of crimp marks between the markers of the still tightly folded balloon of the returned sds, suggests that the stent implant was at least crimped onto the balloon at the time of manufacturing. It was gathered from the incident information that the vessel was moderately tortuous and that the target lesion was moderately calcified. It is possible that the stent implant interacted with the calcified lesion/anatomy and got disrupted on the balloon. The proximal and middle outer diameters of the stent were noted oversized. It is expect that the stent would expand slightly after being disrupted from its original location. Other factors that may affect loose stent include, but are not limited to, forced sheath removal, handling during preparation, premature deployment inside the coronary or inadequate crimping at the time of manufacturing. The noted kink in the hypotube of the returned product distal to the strain relief tubing was not reported in the incident information and may have occurred during the packing of the product for shipment back to abbott vascular for evaluation. This does not appear to be related to the reported complaint of loose stent. Based on the incident information and results of the returned product analysis, a conclusive cause for the reported loose stent cannot be determined. Product performance engineering will continue to monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subject to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: a loose stent has caused or contributed to patient injury previously. Device issue: loose stent. It was reported that the target lesion was the first ramus which had moderate tortuosity and moderate calcification. The stent appeared to have been dislodged when viewed with cine and therefore, the stent delivery system (sds) was removed from the patient anatomy. Upon removal, it was noted that the stent was not dislodged; however, it was off to the side. The procedure was completed using another company's stent device. No additional event or patient information is available.